Event description:
The meter was reading inaccurately high. The pt reported obtaining a result of 370 mg/dl. The pt took insulin after the result. The pt then retested on another meter and obtained a result of 199 mg/dl. This, however, is an invalid comparison. The pt stated that two control solution tests were done, both failed. The test strips and control solution are in good condition, the testing technique was correct, and the code numbers matched. Based on the information provided by the pt, there is evidence of meter malfunction, due to the control tests failing. There is no evidence of meter contributing to a serious injury. No further information has been reported.